Event description:
It was reported that three nurses had difficulty connecting a one-link extension set to a patient's angiocatheter. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The device is not available for evaluation. A follow-up report will be filed upon completion of the investigation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4).